Event description:
It was reported that leakage occurred between the bd saf-t-intima¿ IV catheter safety system's extension tubing and y-port connection during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that leakage at the connection site between ext. Tubing and y-port."

Manufacturer narrative:
H.6. Investigation summary: one used physical sample was provided for evaluation by our quality engineer team. Through examination of the returned sample, damage was observed to the extension tubing. The sample was functionally tested and leakage was observed in the extension tubing near the adapter. Through further evaluation, it was determined that the tubing had internal damage. This type of damage could be a result of improper device activation. It is important that the needle does not come into contact with the tubing, per the intended use of this product. A device history record review was performed for provided lot number 8249609 and the review did not reveal any detected abnormalities during the production process that could have contributed to this incident. Based on the investigation results, our quality team was unable to determine whether the tubing damage was a result of a manufacturing process error or incorrect use. At this time, further action has not been determined necessary. Our quality team will continue to monitor the production process for this type of defect and other emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the bd saf-t-intima¿ IV catheter safety system's extension tubing and y-port connection during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that leakage at the connection site between ext. Tubing and y-port".